Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, the right ventricular lead being implanted in the his bundle dislodged while slitting the catheter. It was noted that the physician's hand slipped when slitting, so the catheter failed to be cut at one time, and when the slitted was started in the middle, the dislodgement occurred. The lead was repositioned - using another catheter - and remains in use. No patient complications have been reported as a result of this event.